Manufacturer narrative:
Conclusion: according to the received information, a finetuner echo was sent to service repair due to not functioning. During device investigation a failed capacitor was detected which was likely the reason for the observed issue. This is a final report.

Event description:
The fine tuner echo sn (B)(6) was returned to service and repair due to not functioning. No injury was reported.

Manufacturer narrative:
The device has been explanted and has been returned to inns bruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo sn (B)(4) was returned to service and repair due to not functioning.